Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was unconscious and seizing and after 2-3 mins her family called 911. The patient was unaware of her bg. She mention that she does not know if there was treatment given when she was unconscious. In the emergency department (ed), when she was awake, the doctor didn't prescribe her any medication. She had blood work. The length of stay was not documented. She was stable during the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.